Event description:
The pt reported symptoms of a hard time swallowing and throat pain. The patient reported visiting a general physician and was sent to a hospital for a gi series (gastrointestinal test) a blockage in the esophagus was found and associated to the prior tumor and an endoscopy (nonsurgical procedure used examine the digestive tract) was performed. The pt did not report taking or being prescribed any medication to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2015 and the pt is currently getting better.

Manufacturer narrative:
The aligners are not being valuated (method) as the product performed in accordance to specifications (results, conclusion) and the device was used in accordance with labeled indications (results). No conclusive evidence has been provided that supports or opposes that the fact that the invisalign system aligners caused or contributed to the pt symptoms of hard time swallowing and throat pain. This event is being filed as an MDR since the pt reported the symptoms of hard time swallowing and throat pain and while the invisalign system product was being used.